Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins)(s/n: (B)(6)) determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the regulatory/competent authority regarding a patient who was implanted with an implantable neurostim ulator (ins) for unknown indications for use. It was reported that the patient's ins spontaneously shut down for no reason on a recurring basis. It was noted that the patient did not touch the device. The issue had been noted by the doctor on (B)(6) 2019, (B)(6) 2022, (B)(6) 2024, and (B)(6) 2025. The cause was not known. To resolve the issue, it was noted that the device was changed, and the issue was resolved.

Manufacturer narrative:
The initial reporter has been corrected in section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026 (B)(6) (hcp, for): information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins spontaneously shut down for no reason on a recurring basis. It was noted that the patient did not touch the device. The issue had been noted by the doctor on (B)(6) 2019, (B)(6) 2022, (B)(6) 2024, and (B)(6) 2025. The cause was not known. To resolve the issue, it was noted that the device was changed, and the issue was resolved.